Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify pump error 35 due to blank display. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 333 mg/dl. Customer stated that they went to swimming with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.